Event description:
It was reported three days prior the refill date was not accurate on the personal therapy manager (ptm). The patient was still able to get boluses on the ptm. Additional information reported the ptm date was incorrect. The patient was receiving continuous therapy and boluses without issue. The patient did not experience any symptoms. The plan was to address and correct the date at the follow up appointment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8598, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).